Event description:
Philips received a complaint by the customer on the v60 indicating that an air source failure alarm had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an air source failure alarm had occurred. The investigation is ongoing.